Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow keypad buttons were sticking and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/02/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the delayed/sticking up arrow and down arrow keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found on the button contacts. The pump was opened and no abnormalities were found to the keypad flex or connector. Unrelated to the complaint, evaluation revealed a display screen that was dim/faded, discolored and difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.